Manufacturer narrative:
Date is approximate. Month and year are confirmed valid. References the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 serial: (B)(6); product type: 0213-recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient reported their recharger antenna had exposed wires since about 2 weeks ago in march and they were being shocked by the recharger. Patient noted they forgot to charge their implanted neurostimulator last night and today their controller turned off while recharging the ins. An email was sent to the repair department to replace the recharger.

Event description:
Additional information was received. It was confirmed that the shocking from the recharger has resolved, without any issues.

Manufacturer narrative:
Continuation of d10: product ID 97755; serial# (B)(6); product type recharger. H3: analysis found non-conformances and the recharger was subsequently scrapped. The recharger cable insulation was peeling away at donut end and wires are exposed. A recharger failure was also found: device found message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.